Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial. There was clear surgical residue/debris on the product and lens surface. Visual inspection found no visible damage to the lens. H6-method code added. (B)(4)

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -10.0/+2.0/092 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a longer lens due to low vault and lens rotation. The problem was resolved.